Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. Pad-pak replaced and device status indicator flashed green temporarily but has reverted to red again. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd february 2013. Visual inspection revealed two shock domes installed within the membrane. The additional shock dome had created a short circuit to ground on the shock_button line, resulting in the device failing multiple self-tests due to a shock key error. The user would have been alerted with a ¿warning, device service required¿ prompt alongside a flashing red status led, as per the reported fault. Furthermore, the additional shock dome was not secured, which had resulted in the intermittent nature of the failure. Since the manufacture of this device, the membrane supplier has highlighted this issue to production operators and added an additional check in order to prevent reoccurrences, beginning on the 24th february 2014. No instances of this failure have been recorded on devices manufactured after this date.

Event description:
Red status indicator flashing. Pad-pak replaced and device status indicator flashed green temporarily but has reverted to red again. There was no patient involved in this event.